Event description:
A (B)(6) reported that a dr was removing a mrh because the bone surrounding the implant "melted." The dr believe that the material being used may be defective.

Manufacturer narrative:
X-rays were provided. Surgeon was unwilling to provide add'l info on event. The implant was confirmed to be implant grade material.